Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. It was reported that the patient had a head trauma with a ruptured aneurysm. During the procedure, the physician successfully placed a smart coil in the target location. Another smart coil was advanced in the target vessel and attempted to detach it; however, the smart coil failed to detach. While retracting the smart coil, vacuum in the microcatheter pulled the previously placed smart coil partially back into the microcatheter. The physician then used a guidewire to push the previously placed coil back into the aneurysm. However, a portion of the coil was protruding into the patient's vessel. The physician used a stent to push the portion of the smart coil against the vessel wall. The procedure was ended at this point. It was reported that the patient was put on a dual anti platelet therapy due to the placed stent. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.